Manufacturer narrative:
Eval summary: the reported failure code 500 was confirmed.

Event description:
The facility reported an infusion pump with a failure code 500. It was not speciifed if this failure occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, med involved and device programming was requested but none was provided.